Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date and received biomet femoral components and competitor acetabular component(s). Subsequently, the patient has dislocated and a revision has been indicated whereby the loose cup, liner, and head may be removed and replaced; however, no revision has been reported to date.